Event description:
Reporter indicated the hand held computer would power off when a screen alignment was attempted. The hand held was plugged into the wall when it powered off. The reporter also indicated the charge light was on, which indicated the hand held was charging. The hand held connections seemed to be very loose and would sometimes not make a full connection. Good faith attempts to obtain additional information have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.